Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that there was a partial display anomaly on her insulin pump. The device was not display all of the data. The bottom right corner of the display was slightly discolored. The patient's blood glucosse at the time of incident was 150 mg/dl. During troubleshooting the partial display anomaly was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Information has been provided by failure analysis that was not included on the initial complaint: the insulin pump was received with cracked and bleeding lcd. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify missing segments and partial display due to cracked bleeding lcd. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.